Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced glass breakage during use. This event occurs 2-3 times a week. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that tubes are breaking in the centrifuge. Quantity received and quantity affected: 2-3 times a week.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced glass breakage during use. This event occurs 2-3 times a week. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that tubes are breaking in the centrifuge. Quantity received and quantity affected: 2-3 times a week.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue relating to cracked product was not observed. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and the issue relating to cracked product was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked product. Bd was not able to identify a root cause for the indicated failure mode.